Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report #3005099803-2022-06245, MFR report #3005099803-2022-06268. It was reported to boston scientific corporation that three advanix biliary stents were used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2022. During the procedure, the physician had difficulty pushing the stents out of the endoscope. The patient had a bile duct anomaly and the physician did not have a good vision of the stent going into the bile duct. A blue area was visualized on the screen but the physician could not determine if the first stent was deployed. It appeared as though a part of the stent may have been blocking the lens view. The first stent was deployed prematurely and was then removed from the patient. There was difficulty in deploying the second stent as it appeared lost in the view but was then successfully deployed in the anatomy. The physician removed the endoscope and the third stent was successfully deployed. As a result, there was an approximately one and a half hour surgical delay and the intended procedure was not completed. The patient was scheduled to return another day to have the implanted stents removed by interventional radiology and new stents were successfully implanted. The customer reported it was unclear if there was an internal channel issue of the endoscope or if the distal cover contributed to any stent deployment issues. The distal cover and endoscope were inspected prior to the procedure and there were no issues identified. The distal cover was not inspected after the procedure for issues. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).